Manufacturer narrative:
The technician replaced the head end brake casters to resolve the issue.

Event description:
The technician alleged that the head end brake casters ratchet slightly when in brake mode. No patient impact.